Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had depleted battery life. The customer stated that the insulin pump would go low battery for less than a week. The customer's blood glucose was unknown at the time of incident. The customer performed troubleshooting. The customer was advised to clear a pump error alarm and power loss alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed selftest, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power graph analysis confirmed low battery alarms, power loss and an abnormal loaded voltage at the power management graph due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on pump was monitored and functioned properly. Device was received with minor scratched display window and case.